Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill there was excessive growth found. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: "I am writing to report that a non conformity was found with sabouraud dextrose agar + gentamycin agar medium product code. 020978 (ref 254041) lot #2150314 expires on 01/09/2022. Several platelets are not found to be selective for mycetes, since there has been growth, sometimes substantial growth, of gram negative bacteria on them. I kindly request that the received packages be replaced. Additional information from task: we were able to establish non-conformities when seeding biological samples from patients admitted to the o.u. Of our hospital. We did not report anything to the clinicians because the appearance of the colonies was compatible with the growth of gram-negative bacteria, rather than mycetes (in the case of sabouraud) or gram-positive bacteria (in the case of cna)."

Manufacturer narrative:
H.6. Investigation summary: event description: it was reported that several plates would not be selective. Complaint history review: the complaint history has been reviewed and for this product, several complaints were reported for a performance issue. Therefore, a trend was identified, and further investigation was performed. Batch history record (bhr) review: the batch history has been reviewed. It was identified that the chloramphenicol containing in this product was probably affected and further finished products were identified. Sample analysis: a performance test has been conducted on the retain samples of the complained batch 2150314. The results showed not deviation; however while testing other batches containing chloramphenicol, the performance issue could be confirmed. Return samples were not provided; however, pictures were shared showing growth on plates. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and also the retest performed on the retain samples of the complained batch 2150314 did not reveal any deviation to the requirement. However while testing other batches containing chloramphenicol, the performance issue could be confirmed for excessive growth. Bd has identified an outside supplier issue with this plate¿s impregnated antibiotic, chloramphenicol, which results in a reduction in the antibacterial activity of the chloramphenicol over the shelf life of the agar. As a result a product recall has been initiated for the affected lots in the affected regions. Based on the above mentioned evaluation, this complaint was confirmed. Bd regrets the inconveniences you have been experiencing due to this issue and bd will continue monitoring incoming complaint with similar failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill there was excessive growth found. This is a report of a single occurrence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: "I am writing to report that a non conformity was found with sabouraud dextrose agar + gentamycin agar medium product code. 020978 (ref 254041) lot #2150314 expires on 01/09/2022. Several platelets are not found to be selective for mycetes, since there has been growth, sometimes substantial growth, of gram negative bacteria on them. I kindly request that the received packages be replaced. Additional information from task: 1) we were able to establish non-conformities when seeding biological samples from patients admitted to the o.u. Of our hospital. 2) we did not report anything to the clinicians because the appearance of the colonies was compatible with the growth of gram-negative bacteria, rather than mycetes (in the case of sabouraud) or gram-positive bacteria (in the case of cna)."